Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that core_vns patient got an infection scar tissue at the skin above generator. The event was mild and had a causal relationship to implant/procedure of vns. The event has now resolved and medication was used to treat the infection. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to release. No additional relevant information has been received to date.